Event description:
It was reported that the patient is feeling a "fluttering" in his chest at 12:58 in the morning that wakes him up. It was later reported that capture management was turned off in the left ventricular lead and that resolved the problem. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient is feeling a "fluttering" in his chest at 12:58 in the morning that wakes him up. Device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.